Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The repair statement states the alarm didn't function because of a bad power switch and the unit alarmed because of a bad pilot valve.